Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received one (1) used mc33904,72" (183 cm) smallbore ext set w/microclave® clear, 0.2 micron filter, clamp, luer lock, non-dehp tubing; lot # unknown. Functional testing: the one (1) used mc33904 device was primed with water at gravity pressure (1.5 psig). The device was then leak tested and water leaked immediately at gravity pressure (1.5psig) from the crack in the filter housing. Final analysis summary: the reported product problem for leakage at the 0.2 micron filter on the set was confirmed. The leakage was due to a crack in the housing of the filter. There were also stress marks (blushing) near the cracking which appear to be due to some kind of bending force. ICU medical will monitor and trend.

Event description:
Complaint received regarding one mc33904. Report states: rn reports," at 0900 on (B)(6) 2017 while adding extension tubing to my medication lines for MRI, found that the filter on normal medication tubing, was leaking. The patient had high nas scores but baseline improved after the unscheduled changeout and medication resumed. There were no adverse patient consequences reported.